Event description:
The report stated that during a radio frequency ablation, a water leak occurred at the connection of electrode knob and tubing. Since this was an open procedure, water entered into the peritoneal cavity. They did use sterile water, but the container for cycling the sterile water was not sterile. Follow-up found the pt has not shown any symptoms of infection and the pt did not require any other treatment as a result of the leakage.

Manufacturer narrative:
The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continous improvements to tubing set design has significantly reduced the trend in leakage complaints.